Manufacturer narrative:
Date of birth - requested but not provided, race - requested but not provided, UDI - complained lot is not yet cover by UDI implementation, implanted date: device was not implanted, explanted date: device was not explanted. The actual device was not returned to the manufacturing facility for evaluation. Based from the results of our investigation, the root cause of the problem could not be identified. Verification of retention samples showed no occurrence of scratch, cracks, bent or dent and any nonconformities that may contribute or lead to the defect being complained. And retention samples were visually in good condition. The catheter tube is made up of ethylene tetrafluoroethylene (etfe) material which has high tensile strength and does not break easily even when a strong force is applied. In-process for visual, sensory, dimensional and functional inspection conducted every start of the lot and every 4 hours thereafter. All samples passed. In addition, products produced go through 2 stations of 100% visual inspection. The first station covers the overall condition of the product. The second station covers inspection of catheter tip and needle tip condition and the distance between catheter tip and needle heel. Thus, defects on catheter tube such as scratch, hole, dent or partial cut can be detected. Effectiveness, compliance and detectability of inspection being conducted during production process is verified through dummy checking. And based on records, results of checking were all passed. A review of the lot history record of the potential lot was conducted with no relevant findings. Prior to shipment, qc conducts outgoing visual inspection, sensory and functional evaluations and all samples for the potential complaint lot passed. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined based on the available information from the user facility and investigation results. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017.

Event description:
The user facility reported that during removal of the cannulae needle for the discharge of the patient, a rupture of the distal part of the cannula needle occurred. The needle remained inside cephalic vein left arm. The patient has been operated and she has prolonged her hospitalization. Surgical intervention was performed to remove the catheter tube. It was reported that the patient had minor harm. Additional information received on 2/20/2018: it was reported that there was a disconnection of the catheter tube from the hub. They placed the catheter to the patient on (B)(6) 2018. Routine checks of the catheter infusion line were conducted. The broken catheter was found 7 days later after the catheter was placed on the patient. There was no infusion line replaced prior to the encountering incident.